Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device does not pass the self test. The patient was involved but there was no adverse patient impact.

Event description:
The customer called into philips to report that the device does not pass the self test. Further information was provided that the device did not pass the operational test. The specific error was requested but the response did not specify such. The patient was involved but there was no adverse patient impact.